Event description:
It is reported that the device was implanted in 2007 and that the pt presented to surgeon with painful right knee. Surgeon revised knee in 2009, removing scar tissue and rebalancing knee through various releases. A 2mm thicker surface was subsequently implanted.

Manufacturer narrative:
Evaluation summary: device was replaced with 2mm thicker articular surface and soft-tissue releases were performed. Product was not returned for evaluation. Insufficient info is available to determine the probable cause. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.